Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to fds.

Manufacturer narrative:
Olympus contacted the user facility multiple times to gather more detailed information regarding the reported incident; however, no additional information was obtained. The user facility returned the colonoscope to olympus for evaluation. Based on the evaluation results there was no indications of foreign material in the colonoscope and on the external surface. In addition, there were no parts missing from the colonoscope. However, the colonoscope failed the leak test from the biopsy channel and also from the bending section cover. The scope was serviced and returned to the user facility. The biopsy valve was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. The instruction manual provides precaution that ¿all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ the instruction manual also warns users to ¿confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage. The biopsy valve is a consumable that should be inspected as follows before each use. Replace it with a new one if any irregularity is observed during the inspection.¿ an olympus endoscopy support specialist (ess) advised the user facility to reprocess the colonoscope again and to ensure all channels are brushed properly before colonoscope is placed in the oer-pro.

Event description:
Olympus was informed that during an unspecified diagnostic procedure, a broken piece of biopsy valve came out of the distal end of a scope and fell into the patient. No patient injury was reported.